Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented via merlin.net transmission. The pacemaker exhibited far r-wave oversensing on the atrial channel, leading to inappropriate mode switching. Programming changes were made, which resolved the oversensing issue.